Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital on (B)(6) 2018 for an unrelated procedure. It was alleged that at the end of the procedure the implantable cardioverter defibrillator malfunctioned and did not deliver high voltage therapy. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.